Manufacturer narrative:
The device was evaluated by a fresenius equipment specialist and was found to be within specifications. The reported problem of excess uf was not duplicated.

Event description:
Fresenius received info from a regional sales representative that a pt was ultrafiltering in excess of the programmed ultrafiltration (uf) during hemodialysis treatments. Review of the treatment records indicate that on (B)(6) 2012, the patient (pt) came in with a pre dialysis weight (wt) of (B)(6). Pt's dry weight was (B)(6). Mean uf rate was 800 ml/hr. The pt was given 100 ml saline flushes x 2 ot prevent clotting of the circuit. Post weight was (B)(6). The machine indicated that (3200 ml) 3.2 kg was removed. Based on the pre and post wts, saline given and what the machine indicated was removed, there was a uf variance of about (B)(6). The pt tolerated the treatment well and was asymptomatic during and post treatment.